Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2017 with the following findings: a review of the black box showed a voltage drop leading to a call service 128 alarm. The battery compartment and returned battery cap were undamaged and fit securely to the pump. The pump powered up correctly and all currents were within specifications. The pump cover was removed to find no moisture corrosion or any intermittent conditions to the continuous glucose monitoring module or to the printed circuit board. The reported short battery life complaint was unable to be duplicated.